Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening striated assessed as to surgical damage. Additional observations: ¿ crease flat observed in the device.

Event description:
Healthcare professional reported a left side deflation and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange. Device remains implanted.